Manufacturer narrative:
The returned device is currently under evaluation. A device history record review was performed and the device was found to have met all specifications without any deviations.

Event description:
The v12 device got stuck in the introducer.